Event description:
During phacoemulsification of a left eye cataract, the pt sustained a thermal scleral burn. A telephone consultation with a corneal specialist confirmed the need for grafting to correct the injured area. Arrangements were made for emergency transport of scleral tissue. Extraction of the cataract was completed with a lens loop, and intraopcular lens was implanted and a patch tissue graft was placed on to the injured portion of the sclera. The equipment was sequestered and tested by the hospital's biomedical engineering dept and by alcon's service rep. The pt was discharged in stable and, accompanied by her surgeon, was seen in consultation by a corneal specialist in another facility. She was observed the next day picking up dictation tapes in the radiology dept; she is a transcriptionist who works at home as a contract worker.